Event description:
Nursing advised that pump was on a pt with three channels infusing. Channel d, which was set up to infuse saline, was turned off. The nurse stated it appeared to "turn on by itself" and start to infuse. Pump sent down to biomed dept where it was tested. The biomed ran channels a,b and c at 125 ml/hr. Then biomed set up channel d to run at 700 ml/hr with a vtbi of 15mls. The pump alarmed infusion complete and stopped ifusing. After app. 30 seconds biomed observed the fluid on channel d start dripping, it dripped faster and faster, slowed down, then stopped. Then biomed indicated that biomed pushed on the pumping mechanism fingers on all four channels and the fingers on channel d "felt loose." Approximately two weeks prior, this pump had been serviced in the biomed shop and error code 409 was in the log. At that time, biomed opened the pump and saw the mechanism alarm circuit had detached. They re-attached it, and sent the pump back to the clinical floor. Biomedical engineer suspects the pump had been dropped or severely jarred. The biomeds have not had service training on these pumps yet. Pumps have been in the hosp for approximately two months.